Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem could not be duplicated, the device operated as it should. However, investigation re-calibrated the device settings because it was out of spec.

Event description:
Information was received that this smiths medical level 1 hotline low flow system "failed temperature during the calibration". No adverse effects were reported.